Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred 480 times. The following information was provided by the initial reporter. The customer stated: the safety lock on the eclipse was not working in a box there were 2 eclipses where the safety lock fell off when you tried to close it. In another box of this lot, the safety lock got stuck in 2 out of 5 blood samples and could no longer be moved. The eclipse could not be saved.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual functional testing for proper activation and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred 480 times. The following information was provided by the initial reporter. The customer stated: the safety lock on the eclipse was not working, in a box there were 2 eclipses where the safety lock fell off when you tried to close it. In another box of this lot, the safety lock got stuck in 2 out of 5 blood samples and could no longer be moved. The eclipse could not be saved.